Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra meter. The customer obtained readings of 341, 271, 105 and 247mg/dl within a ten minute timeframe. When plotting each value against the average, the results fall in the 'c' zone of the parkes error grid showing the difference to be clinically significant.